Manufacturer narrative:
H4: the lot was manufactured between october 30, 2023 ¿ november 1, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse completely at the end of the 48 hours of patient infusion. Over 20% of fluorouracil solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.